Manufacturer narrative:
Event date unknown. Device has not been returned to manufacture. Product no returned to manufacture.

Event description:
It was reported that the abutment and screw kept loosening in the patients mouth.

Manufacturer narrative:
One certain® bellatek® titanium abutment was returned for inspection. The device shows signs of wear consistent with use about the body and connection arms. The gold-tite screw that was packaged with the device was not returned for inspection. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm.